Event description:
Rn was preparing for a case and opened a new hydratome guidewire. The end of the instrument looked "odd" and felt rough. Upon closer visual inspection, the tip of the hydratome is splayed and cracked. The device was not used on a patient and was new out of the package. Other packages on the shelf from the same lot do not appear to have this problem. Staff are concerned that if the instrument had been used, it could have injured the patient because the tip is very rough.